Event description:
It was reported that over the past weeks, the in line suction catheters appear to have a looser fit (corrugated extension) and easily disconnect. No injuries reported.

Manufacturer narrative:
It was reported several times but a specific number was reported therefore we are reporting based on the most recent reported event. (B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. A root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).